Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 31aug2021. Update 10 aug 2021 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2015 indicate the patient received a right total knee revision due to pain, stiffness and hardware failure. Upon entering the joint, significant scar tissue was encountered and removed. The bolt was found broken and had fallen out of the intracondular notch. The broken portion of the bolt was still in the sleeve. The femoral component was noted to be loose. Femoral components and insert were revised. The surgery was completed without indication of complication by the surgeon. Products implanted at this revision are located on page 13-15. Doi: (B)(6) 2013. Dor: (B)(6) 2015. Right knee.